Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause for the reported patient effects (i.e., death, stroke, kidney injury, heart failure) could not be determined as no case-specific details were provided. The reported patient effects of death, cerebrovascular accident, renal failure, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This research article was a retrospective study aimed to compare mitral valve transcatheter edge to edge repair (teer) outcomes of patients who recently had an aortic transcatheter valve replacement (tavr) within six months, versus those who have not had previous tavr within the same calendar year. Complications identified in this study include: death, hospitalization, stroke, kidney injury, and heart failure. In conclusion, both groups had similar in-hospital mortality, although the m-teer after tavr group had a higher rate of 30-day all-cause hospitalizations (ach) and heart failure hospitalization (hfh). Nonetheless, the 90-day hospitalization rate was lower after m-teer compared with before m-teer in patients with previous tavr, driven by a reduction in hfh. Details can be found in the article "mitral valve transcatheter edge-to-edge repair after q1 tavr: a nationwide analysis.